Event description:
A user reported an issue with a cartridge not fully snapping into their pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a series of troubleshooting steps, including removing the case from the pump, cleaning the pneumatic tap area, and inspecting both the pump and cartridge. After these steps, the customer was able to reload the original cartridge successfully and resume insulin therapy without further problems.